Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The return of the device is pending. The results of the anticipated device evaluation will be provided upon completion of the event investigation. (Expiry date - 11/2020). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure in the cephalic vein, the outer layer of the pta balloon allegedly was peeling. It was further reported that balloon material was also allegedly unraveling. Reportedly there was difficulty retracting the balloon through the sheath. Another balloon was used to complete the procedure. There was no reported patient injury.

Event description:
It was reported that during an angioplasty procedure in the cephalic vein, the outer layer of the pta balloon allegedly was peeling. It was further reported that balloon material was also allegedly unraveling. Reportedly there was difficulty retracting the balloon through the sheath. Another balloon was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The device was returned for evaluation. A visual inspection found the pebax to be peeled from the balloon throughout the length of the balloon. Additionally, unraveled fibers was noted on the distal cone of the balloon. Therefore, the investigation is confirmed for peeled pebax and for unraveled fibers. The balloon was inflated and water was seen leaking from a longitudinal balloon rupture. Therefore, the investigation is confirmed for a rupture. However, the investigation is inconclusive for the reported retraction issues, as the original sheath was not returned with the device, and as the returned device was not able to be fully functionally test due to the returned sample condition. The definitive root cause for the reported or identified issues could not be determined based upon the available information. An investigation is currently open to address the peeling pebax issue. The review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (B)(4).